Event description:
Procedure: gastric sleeve. According to the reporter: the magazines were all covered with the reinforcement material gore seamgard. The first magazine was closed near the pylorus but could not be fired. It was opened again and closed - then it could be fired. But the release process was executed by the drive only about 1cm - then the slide stopped. Also after some seconds waiting the magazine could not be released completely. The surgeon decided to remove the slide and removed the instrument out of the situs. Then a egiaustnd and a black magazine egia45axt were used and also covered with gore. This instrument was placed about 1cm near the incomplete clip seam row and could be fired without problems. Cause the egia60amt was fired but released incompletely only about 1cm the clips got stuck in the situs. The clips were in the reinforcement material in the part-resected stomach. No person injured, no extension of op by more than 30 min, no blood loss, no extension of incision, no change of op, no loss or damage to tissue. Tacks had to be retrieved, reinforcement material used.

Manufacturer narrative:
(B)(4).